Event description:
It was reported that there was a signal artifact monitor (sam) episodes a couple of years ago during a review of reports for the patient with this right atrial (ra) lead. The minute ventilation (mv) feature was disabled. It is unknown what lead the sam episode occurred on. The lead remains in use. No adverse patient effects were reported.